Manufacturer narrative:
(B)(4). Batch# p92588. Device analysis: the device was received with skiving of the heat shrink (shaft cover) material not all present. Upon visual inspection to the device, no damage was found in the ptc as reported. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure a plastic piece of the device fell into the patient. The customer noted that the piece has been removed from the patient laparoscopic. The procedure was completed with an additional device of the same product code. There were no patient consequences reported.